Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and identified white floating particulate matter. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles floating in a small volume intermate. The particulate matter was identified after the device was compounded with meropenem, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.